Event description:
It was reported that the patient presented to the hospital for a device exchange procedure. During the procedure, it was noted that the right ventricular (rv) lead had failed to be connected to the pulse generator's header after multiple attempts of trying. The pulse generator was not used, and a new pulse generator was implanted. The patient was discharged with no adverse consequences.